Event description:
Reportedly the device was explanted at implant due to a pervalvular leak. Per the customer's report "perivalvular leak on transesaphageal echo after separation from cp bypass. Valve replaced."

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review is in process. The device has been indicated as not available for return. To date, the operative report and tee have been requested but have not been provided. No additional information is known.

Manufacturer narrative:
The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event.